Manufacturer narrative:
Main investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with worsening driveline drainage while receiving intravenous (IV) vancomycin at home. A computed tomography (CT) scan showed chronic soft tissue thickening along the driveline with definite fluid collection or abscess formation. On (B)(6) 2021, the patient returned for the operating room (or) for incision and drainage (I&d) of the driveline with wound vacuum assisted closure (vac) placement. Cultures were positive for multidrug-resistant (MDR) pseudomonas. The patient was discharged on (B)(6) 2021 with a wound vac, IV vancomycin, and with a six week regimen of oral meropenem and rifampin. The patient was still listed for heart transplant.